Event description:
It was reported the patient experienced postoperative pain and went to the emergency room. The patient was given medication while in the emergency room and had a reaction which caused the patient to be put on a ventilator. Follow-up information indicated the patient's physician does not believe the hospitalization is related to the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.